Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that clinician indicated malfunction. Doctor followed the tsv surgical procedures to place the implant. However, doctor can¿t remove the fixture mount from the implant. The fixture mount is too tight to remove. So, doctor replace a new implant tsvwb10. Tooth site # 26.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified the mount did not disengaged from the implant. During a functional test, the implant would not disengage / release from the mount. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 26 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1233623). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233623) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.